Event description:
It was reported that the patient was experiencing incontinence and underwent a surgical procedure with a previously implanted sling . An artificial urinary sphincter (aus) device was implanted. No patient outcome was reported.